Event description:
Customer initially reports a broken tip. On (B)(6) 2014 customer reports that the doctor was excising a lipoma when the tip broke as he grasped tissue. Tip was easily removed, xray not necessary. No harm done.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigateion has been initiated based upon the reported info.